Manufacturer narrative:
An event regarding revision due to corrosion and loosening involving a metal head was reported but on the basis of mar "corrosion" was confirmed. Method & results: device evaluation and results: material analysis was performed and concluded "adhered debris was observed on the taper of the head. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the debris taken from the head was consistent with a corrosion product, material transfer from a stem, and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: material analysis was performed and concluded that adhered debris was observed on the taper of the head. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the debris taken from the head was consistent with a corrosion product, material transfer from a stem, and biological material. No material or manufacturing defects were observed on the surfaces examined. Therefore, the event was confirmed but root cause could not be determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A patient underwent hip revision for a loose psl cup that was implanted in 2009. The patient fell approximately one week prior to revision surgery. It is unknown if cup loosening preceded fall or fall caused loosening. Upon removal of the 36 +0 lfit metal head, corrosion and black debris were noted on the trunnion and inside the head. Pitting of the articulating surface and yellowing on the back of the trident insert were noted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient underwent hip revision for a loose psl cup that was implanted in 2009. The patient fell approximately one week prior to revision surgery. It is unknown if cup loosening preceded fall or fall caused loosening. Upon removal of the 36 +0 lfit metal head, corrosion and black debris were noted on the trunnion and inside the head. Pitting of the articulating surface and yellowing on the back of the trident insert were noted.